Event description:
Pharmacist was called in 2002 at 11:15am by pt who noticed pump was pumping abnormally. Pt powered pump up and down but did not relieve problem. Pharmacist instructed pt to take battery out and responded to the university where the pt was and replaced the pump and then quarantined the affected pump. Pt did not report any untoward affects when questioned and observed.